Manufacturer narrative:
Further information has been requested regarding the device. Awaiting confirmation of device discardment. The review of the manufacturing paperwork verified that the lot met all pre-release specifications.

Event description:
The following information was reported to gore using an FDA implanted and explanted devices form: it was reported that a conformable gore® tag® thoracic endoprosthesis (ctag) was used to treat an unknown etiology. On (B)(6) 2019 the ctag device (lot #16103109) was reportedly implanted and explanted. The FDA implanted and explanted devices form lists "patient anatomy" as the reason for action. No further event information was provided. Further investigation is required.

Manufacturer narrative:
Conclusions code 2 updated. Conclusions code 2: code 4315- the physician's office responded that no further information would be provided. Therefore, the cause for device implant and explant was not established.